Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2015 due to poly wear and instability. The polyethylene bearing was removed and replaced.